Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer storage space could not be recovered despite multiple attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer storage space could not be recovered despite multiple attempts. The field service engineer (fse) replaced the drawer 1.1 retractor band, performed testing in the hardware test application, and confirmed that the drawer space was successfully recovered in the medication application. The system functioned as intended after field service engineer repaired the device.